Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing settings adjustments, though exact value was not provided. Low bg was addressed with intervention from customer's husband, who provided orange juice for customer to consume along with other carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.